Event description:
It was reported that the patient had respiratory arrest. The site did not believe the respiratory arrest was pump related but sent log files for review due to the significance of the event. Following review by tech services, there did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing the events. There were no other unusual events in the log file event history and the mcs equipment operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Review of the submitted log files showed normal operation of the system, including data consistent with implant. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including respiratory failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the respiratory arrest was found to have been acute respiratory acidosis of unclear etiology. The patient had a lactic acidosis of 6. The patient was unresponsive but had achieved return of spontaneous circulation (rosc) after intubation. Intubation resolved the reported issue as the patient awoke and moved all extremities, and then was re-sedated.